Manufacturer narrative:
Reported event: an event regarding arm vibration, involving 3.0 rio robotic arm - mics, catalog: 209999, was reported. Method & results: -device history a review of the DHR associated with rio 237 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 203999) the complaint databases were reviewed from 2011 to present for similar reported events regarding arm vibration during reaming/impaction. There were (B)(4) other reported events (B)(4). Trend request for this part number has been submitted (trend request #865). Conclusion: the log data from the case was reviewed. An analysis of the reamer on/off cycles and system warnings was completed. Based on the analysis performed, there was evidence of multiple rapid reamer on/off cycles and triggering of velocity trap in reaming and impaction. The potential that the vibrations were due to an unsecure array or an atypical robot set-up cannot be ruled out. These factors could have contributed to inaccuracies in the trackers that would cause the haptic and the arm to shift based on the movement of the arrays, this could then translate to vibrations in the arm. No system defect or malfunction is suspected.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the robotic arm vibrated resulting in loss of power to the reamer. The surgeon used manual methods for cup reaming and impaction. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the robotic arm vibrated resulting in loss of power to the reamer. The surgeon used manual methods for cup reaming and impaction. The outcome of the case was successful.